Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1718535) on 17-nov-2017. The most recent information was received on 27-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device dislocation') and device breakage ('residue of left device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pains"), migraine ("migraines"), arthralgia ("joint pains") and pain abdominal ("atrocious abdominal pains (like she never had before essure)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy on (B)(6) 2016 / hysterectomy on (B)(6) 2017 and left salpingectomy on nov-2016 / hysterectomy on (B)(6) 2017 / second hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain, migraine, arthralgia and pain abdominal outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, device breakage, device dislocation, migraine and pain abdominal with essure. The reporter commented: left salpingectomy performed on (B)(6) 2016 for dislocation. Then hysterectomy on (B)(6) 2017 for second dislocation and residue of left device. Second hysterectomy on (B)(6) 2017. The patient reported that she experienced everyday pain leading her to gone crazy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 4268 cases. Device breakage. The analysis in the global safety database revealed 3329 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-may-2019: case 2019-101675 had been identified as duplicate of this case. Therefore the case 2019-101675 will be deleted from argus database. All the information of 2019-101675 case was transferred in this case. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device dislocation") and device breakage ("residue of left device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced the first episode of abdominal pain ("abdominal pains"), migraine ("migraines") and arthralgia ("joint pains"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced the second episode of abdominal pain ("atrocious abdominal pains (like she never had before essure)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy on (B)(6) 2016 / hysterectomy on (B)(6) 2017 / second hysterectomy on (B)(6) 2017) and surgery (left salpingectomy on (B)(6) 2016 / hysterectomy on (B)(6) 2017 / second hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, migraine, arthralgia and the last episode of abdominal pain outcome was unknown. The reporter provided no causality assessment for arthralgia, device breakage, device dislocation, migraine, the first episode of abdominal pain and the second episode of abdominal pain with essure. The reporter commented: left salpingectomy performed on (B)(6) 2016 for dislocation. Then hysterectomy on (B)(6) 2017 for second dislocation and residue of left device. Second hysterectomy on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device dislocation. The analysis in the (B)(6) database revealed (B)(4) cases. Device breakage. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.